Event description:
A customer contacted baxter technical service center regarding leaking tubing during dwell of therapy using the home choice system. The service representative advised the home patient to start over with new supplies. Per the initial report, the service center assisted the customer in evaluating and resolving the issue during the initial contact. No patient injury or medical intervention was associated with this incident.